Event description:
Related manufacturer report number: 1627487-2022-00367. It was reported that during an unrelated ipg replacement on (B)(6) 2021, high impedances were observed. The procedure was completed, but surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.